Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3 7603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387s-40, lot# va09mf2, implanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3387s-40, lot# va09mf2, implanted: (B)(6) 2013, product type: lead, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported they had a loss of therapy and a loss of stimulation since (B)(6) 2015. The patient had no falls or trauma related to the issue and they had not checked the implantable neurostimulator (ins) using the patient programmer. The patient was not comfortable using the programmer and they were not taught how to use it. The patient's indication for use is parkinson's dual and movement disorders. An appointment with the patient's health care provider was scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Additional information was received from the consumer indicating that actions taken to resolve the loss of stimulation included additional medication, medication was increased but the patient had a lot of off time, physical therapy, then surgery dbs unsettled. The patient noted that they were not more comfortable using the patient programmer; the patient was not using it, only the doctors program the patient. Programming was not every year, last programming was 2013. The patient was never trained to use the programmer by the team that installed it nor had the patient been trained to use it by their current neurologist. However, it was a positive and rewarding experience. In the beginning the device was a saint to the patient. The patient stopped many of their "negalzate" not further it, some did not last. For instance, their food intake had to be adjusted, there was not any other thing the patient was able to drop the unwanted weight. The patient was able to adjust medication to a lower dosage on days that she ate very little. The patient was not able to toss and turn in bed before the deep brain stimulator but two years after the procedure, the patient had to use pillows to keep her from falling out of the bed. Adjustment at 18 months, but the patient was doing fine. The patient hoped in the near future they would be given. The new medication that helps one last through the day. Parts of the patient letter were illegible.